Event description:
It was reported in a service report that the lift motor was not working. No adverse consequences were reported.

Event description:
The customer received a questionable high result for troponin t on the cobas e411 analyzer for one patient sample. The initial troponin t result gave 0.129 ng/ml. This result was accompanied by a data flag and was reported outside the laboratory. The sample was repeated on (B)(6)2010 giving a troponin t result of < 0.010 ng/ml. This result was accompanied by a data flag. The laboratory received a complaint regarding this discrepancy from the physician. No adverse event has been alleged regarding this discrepancy. Troponin t reagent lot number, 15721903.

Manufacturer narrative:
Investigation of the data provided concluded insufficient sample clotting time was the most likely cause for the high troponin t result. The customer uses a 10 minute clotting time, and should use 30 minute clotting time. No instrument issue was noted during service visit. Assay performance checks were acceptable. Calibration and control results were within specification. No adverse events reported.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA. The event occurred in (B)(6).